Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (unknown concentration , dose, and lot number) in an implantable pump for intractable spasticity. The hcp had difficulty refilling the pump and was unable to access the refill port. The hcp was very experienced with refills. X-rays were performed and confirmed the pump was flipped. It was unknown if there was a suture/securing issue. No intervention had been performed. The hcp sent the patient to the implanting neurosurgeon to discuss surgically correcting the pump. The cause of the pump flip was unknown. There were no symptoms reported. It was unknown if the patient was taking any concomitant medications at the time of the event. No further information was provided. If additional information is received, a follow-up report will be

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.